Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the doctor noticed that the haptic of the intraocular lens (iol) was broken after the lens was inserted into the patient's left eye. Additional information was received and it was learnt that the lens was removed and replaced in the same procedure without any patient injury. There was no incision enlargement, no sutures were used and no vitrectomy was required. Another lens, same model and diopter, was used as a replacement. The patient was reported doing fine. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 1/16/2019, device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Only one piece of the lens with his haptic was returned into the lens insert case. Visual inspection using magnification was performed. The lens haptic/loop was observed distorted/bent, confirming the reported issue. The reported issue was verified. However, there is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints related to this production order was conducted in the complaint system. The search revealed no additional investigation request for this production order number has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.